Event description:
It was reported that during a breast biopsy procedure, two devices would not deploy tissue markers. A third like device was used to complete the procedure. There was no pt consequence.